Manufacturer narrative:
(B)(4).

Event description:
Information now provided suggested that a catheter dislodgement had not occurred.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-04-01 information was received which indicated that the ¿no efficiency¿ was related to the catheter position. After the procedure the patient had less pain.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider regarding a patient involved in a study regarding a patient who was receiving bupivacaine 5.4 mg/ml at a dose of 3.5041 mg/day and clonidine 272 mcg/ml at a dose of 176.95 mcg/day via an implantable pump. It was reported that the patient experienced no efficiency of the pump on his pain. A bolus in the pump was performed on (B)(6) 2016 with no efficient. The patient still had the same pain and did not see improvement even with programming changes and an added bolus. Further, so no efficiency and testing the dermatoma they to high so there was discussion with the physician that maybe the catheter was too high. A catheter dislodgement was reported and the catheter was repositioned and moved down with good results on (B)(6) 2016 which required a prolongation of an existing hospitalization/in-patient. The etiology relationship was noted as related to the device or therapy, the entire catheter, and not related to the implant procedure the outcome was reported as resolved without sequelae as of (B)(6) 2016. On (B)(6) 2016 additional information was received. The etiology was now reported as not related to the device or therapy, but possibly related to the implant procedure. Additional information has been requested regarding clarification of the intended implant site and dislodgement. Should additional information be received a supplemental report will be filed.